Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. A pacemaker system was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This rv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was concluded that the clinical observations are a known inherent risk with use of this product. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. A pacemaker system was implanted to complete the procedure. Additional information was requested but not provided. Due diligence has been completed. This rv lead was returned and analysis performed. No additional adverse patient effects were reported.